Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. The information available indicated that the product was confirmed to have no anomalies prior to use. A definitive cause for the reported difficulty could not be determined following review and analysis of all the available information. Subject device was implanted.

Event description:
Post successful deployment of the first coil into the aneurysm, the physician attempted to advance another coil through the microcatheter, but encountered resistance. The coil was removed and upon inspection of the microcatheter, it was found that a portion of the delivery wire from the first deployed coil was lodged in the lumen of the microcatheter. There was no clinical consequence to the patient.